Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: field of view was blurred due to dirt on the objective lens and for the foreign material in objective lens and nozzle the most probable of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurred view and foreign objects inside the nozzle and on the objective lens and dirt on objective lens. There was no patient involvement.